Event description:
The c-arm moved rapidly causing a pinched finger on the right hand of the service engineer. Apparently, this occurred while the system was being upgraded and attributed to unclear instructions.